Manufacturer narrative:
Based on the additional information received, the device causality was assessed unrelated to the event, and therefore, this event no longer meets reportability requirements and no longer deemed reportable.

Event description:
Additional information was received indicating a 3.5 diopter difference between the original and the replacement iol. Additionally, the replacement iol is reportedly toric.

Event description:
It was reported that an iol was explanted from a patient's eye due to patient's inability to adapt to the lens. The lens was replaced with a different model and the patient is reporting improved vision. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, additional information regarding the event was not provided and the lens was not returned for investigation. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be determined.